Event description:
Patient reported ¿exchange with no complaint against device". Later, a healthcare professional reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Device has been explanted.

Event description:
Patient reported ¿exchange with no complaint against device". Later, a healthcare professional reported "rupture". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture".

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.